Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a cybersecurity firmware upgrade was mistakenly performed during patient follow-up. During the upgrade, the device suddenly went into bvvi mode. A device download was performed successfully, restoring the device to normal operation. Patient status was stable throughout the process.